Event description:
It was reported that leakage observed from l-shape connection of vamp flex during use. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
The device was not returned for eval.